Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead from another manufacturer exhibited out of range impedance measurements, pacing inhibition, loss of capture, and shocks not being delivered when required. A revision procedure took place to cap and replace the lead. The ICD remains in service. No additional adverse patient effects were reported.